Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02837. It was reported the patient underwent a permanent scs implant procedure. During the procedure the doctor was only able to successfully place one of the two leads intended for use due to scar tissue being present. In turn, the doctor decided to remove the lead that was successfully placed. Next, the doctor performed a laminectomy and successfully implanted a different model/single lead to complete the procedure.